Event description:
It was reported that the customer received a continuous glucose monitor error 42 there was no reported adverse impact to the customer. Customer will continue to use current pump for insulin therapy.